Event description:
Healthcare professional later confirmed left breast implant appears intact. There is small amount of fluid surrounding the left implant.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe, as it is not related to the device. Additional observations: yellow particles observed, on the surface of the shell. Creases were observed, wear abrasion was observed, deformation observed.

Event description:
Healthcare professional reported, left side implant rupture. Healthcare professional, later confirmed, left breast implant appears intact and "small amount of fluid surrounding the left implant". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side implant rupture. Healthcare professional later confirmed left breast implant appears intact and "small amount of fluid surrounding the left implant." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture. Device remains implanted.